Event description:
It was reported that a male patient, estimated to be in his late 30s to 40s, with a medical history of significant bilateral hidradenitis suppurativa (hs) involving the inner thighs, gluteal, and perianal areas. On (B)(6) 2026, the patient underwent surgical application of one btm-2040 sheet (lot number: unknown) to the bilateral hs wounds, which was secured using staples and managed with negative pressure wound therapy (npwt). On (B)(6) 2026, during a scheduled npwt dressing change, it was observed that the device had failed to fully adhere to the majority of the wound site over the preceding weeks. The managing surgeon, identified as an experienced user of the device, noted that the partial non-adherence was likely due to patient-specific anatomical factors, a highly challenging anatomical topography, localized drainage, and the presence of necrotic fat rather than a device deficiency. Due to the lack of adherence, the surgeon surgically removed the non-adhered portions of the device, initiated treatment with acticoat antimicrobial dressings, and continued npwt. As of (B)(6) 2026, follow-up information confirmed the patient remained on npwt and was scheduled to undergo an autologous skin graft the following week. Reasonable attempts were made to obtain additional clinical information, but no further information has been provided to date.

Manufacturer narrative:
The device was not available and therefore a device evaluation could not be performed. A device history record review was unable to be completed as a lot number was not provided. A high-level analysis was performed and there were no non-conformities found to be related to the reported event. A review of the device¿s risk profile suggests the reported event does not constitute a new harm or hazard. An adverse event appears to have occurred but does not appear to have been a problem with the device. The reported issue is a known risk associated with the use of the device. Based on the information received, the root cause of the widespread device non-adherence and subsequent partial btm removal was likely a combination of the presence of underlying necrotic fat, significant wound drainage, and the highly challenging anatomical site and topography of the bilateral hidradenitis suppurativa (hs) wounds across the inner thighs, gluteal, and perianal areas. The IFU adequately provides instructions for implantation, precautions, and warnings for the proper use and handling of the device. Polynovo could not confirm a deterioration or change in the characteristics or performance, or inaccuracies in the labelling or instruction for the reported case. The rate of the reported issue to polynovo is considered low and acceptable. The clinical benefits continue to outweigh the potential risks associated with this hazard/use of the device. No trend or deficiency has been identified. Polynovo does not believe that a corrective action is warranted. Polynovo will continue to investigate and monitor complaints of this nature. MFR reference# (B)(4)